Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote emitted an error 1 alarm daily and would normally clear if the meter was rebooted. The same alarm was emitted; however, the alarm did not clear with a reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:during testing, the meter remote was powered on and immediately emitted an error 1 related to data corruption. The error could not be cleared. The meter remote did not pair successfully with a test pump and further investigation could not be completed.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.